Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer returned insulin pump for an alleged battery damaged retainer ring and battery compartment. Insulin pump received with multiple cracks on the case. Insulin pump received unable to perform the displacement test. The test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. Broken reservoir tube lip, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot and broken battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump was damaged with a crack at the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.